Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.